Event description:
It was reported to boston scientific corporation that an uphold lite was implanted on (B)(6) 2013. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; pain inter; diff bowel; incont not pres; psych. Nonsurgical treatments: on (B)(6) 2013 the patient commenced pain medication: panadol osteo - 2 tablets in morning for the treatment of: pain. Treatment duration: 8 years. On (B)(6) 2013 the patient commenced topical treatment (including oestrogen cream): vagifem - once weekly for the treatment of: lubrication. Treatment duration: 8 years. On (B)(6) 2013 the patient commenced pain medication: nurofen - 2 tablets in morning for the treatment of: pain. Treatment duration: 8 years.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.